Manufacturer narrative:
The lot numbers for two malfunctions were provided and lot history reviews were performed. The devices for the four malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for two malfunctions. Of the two malfunctions that received medical records, one is confirmed for malposition of device and one is inconclusive for malposition of device. The two other investigations are inconclusive for malposition of device as no objective evidence has been provided to confirm any deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced malposition of device. This information was received from various sources. All four malfunctions involved patients with no reported consequences. One patient was reported as a (B)(6)year-old male and one patient was reported as a male weighing (B)(6) lbs. All other patient information was not provided.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model: rf310f vena cava filter allegedly experienced malposition of device. This information was received from various sources. All four malfunctions involved patients with no reported consequences. One patient was reported as a 52-year-old male, second patient was reported as 71-year-old female and third patient was reported as a male weighing 218 lbs. All other patient information was not provided.

Manufacturer narrative:
H10: the product catalog number of two malfunctions were updated to unknown g2 and unknown filter. H10: the lot numbers for two malfunctions were provided and lot history reviews were performed. The devices for the four malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for three malfunctions. Of the three malfunctions that received medical records, perforation code was added additionally for one malfunction and confirmed for perforation of the inferior vena cava (ivc) and filter tilt, one is confirmed for malposition of device and one is inconclusive for malposition of device. The remaining one investigation is inconclusive for malposition of device as no objective evidence has been provided to confirm any deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.